Event description:
It was reported that the pt does not have access sound since first fitting. CT scan was performed and the surgeon says that everything is ok. Floating mass transducer was fixed onto the stapes.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.